Event description:
The reporter contacted animas on (B)(6) 2012 stating that the ok and down arrow buttons were requiring multiple presses to respond and the buttons felt stiff. The reporter stated that the patient wore the pump in a pump case in a pocket and did not clean the pump. This report is made based on the allegation of a keypad malfunction.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: the down and ok buttons were found to be intermittently responding to presses. The keypad was removed and adhesive was observed under the button contacts and the ok button contact was inverted. Unrelated to the complaint, the display lens was found to be heavily scratched. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.